Manufacturer narrative:
The device was received deployed and with the hard cannula visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the hard cannula and the slide retract. This improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod. During investigation, damage was observed to the exposed portion of the soft cannula where the exposed needle tip was puncturing the soft cannula. During fluid path testing, fluid was observed leaking from a tear in the soft cannula due to this damage. It could not be conclusively determined when this damage occurred. The download data shows no timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 300 mg/dl. It was reported that the pods needle had not retracted upon initial activation.